Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wrinkling. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 52-year-old caucasian female patient who underwent a breast augmentation primary with a mentor memorygel, 350cc silicone prosthesis experienced left-sided cutaneous contour deformity and right sided rupture postoperatively. The matter was discovered through MRI examination. As a result, patient underwent bilateral replacements as follow: l/ cat#: sn#: (B)(4), and cat#: 9701576-043, and r/ 350-3501bc, sn#: (B)(4) on (B)(6), 2022. This report relates to the left prosthesis.